Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center e-09 vent inop, motor failure, e-193 initernal li ion battery failure and missing rubber feet were confirmed. Recommend replacing blower assembly, flow sensor assembly, internal battery pack and rubber feet. The software was upgraded to the current version.